Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reported an uptick in false positve flu b results. Unknown how many results are in question or total patient number. Unknown if the results were confirmed (confirmation not provided). Multiple attempts to gather more information were made. The customer was unresponsive.